Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy, the inserter tip broke off upon deployment and removal of the anchor from the drill hole. The broken piece was removed by using a grasper to pull the inserter tip out. A backup device was available to complete the case. There were no reported patient injuries. No other complications were noted.